Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not turning on. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit is not turning on. There was no patient involvement reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) was not turning on. There was no harm or injury reported.

Manufacturer narrative:
Getinge field service engineer (fse) stated issue reported was unit would not trigger using fiber optic (0997-00-1169). Could not reproduce issue. Replaced fiber optic module and tested. Completed full pm with measurement details. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. Parent ID (B)(4).